Event description:
Boston scientific received information this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited low, out of range, pacing lead impedance measurement. In addition, noise that was being oversensed which resulted to delivery of anti-tachycardia pacing (atp) was noted. Impedance was found to have been fluctuating with a few out of range measurements. Boston scientific technical services (ts) discussed possible causes and provided troubleshooting options. Attempts to obtain additional information were unsuccessful. The lead was surgically abandoned but the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.